Event description:
Ongoing factory testing of elite software found the following issue that could be encountered by users although no such reports have been received: changing the time of date settings while in service mode will prevent certain interlocks from workinf correctly if the cvomputer is not rebooted after making the changes.